Event description:
As reported by the user facility: reports sheared catheter, giving an epidural steroid injection and when removed catheter 5 cm retained in the pt. Customer is following pt to make sure no migration occurs. Add'l info provided by the facility indicated that a CT scan was performed follow-up to the incident. The catheter fragment remains in the pt and to date the reporter is not aware of any adverse sequela associated with the reported incident. The facility continues to follow-up with the pt.

Manufacturer narrative:
The actual device in the reported incident was returned to the MFR to be evaluated. The returned catheter length measured approx 880mm. The catheter tip had been fractured and was not returned. The fracture area was angular in appearance. This type of cut is consistent with the potential damage noted when the catheter is withdrawn or partially withdrawn through the needle shearing the catheter tip. It should also be noted that the labeling on this set states, "do not withdraw catheter through the needle because of the possible danger of shearing". The sample and all available info has been forwarded to the MFR for further evaluation.